Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high thresholds, varying impedance and an apparent fracture in the right ventricular lead. It was also reported that the patient had a (B)(6). The lead was capped and replaced. No further patient complications have been reported as a result of this event.